Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, blood clots, caval thrombosis, inferior vena cava (ivc) perforation and a complex removal. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, filter embedded in wall of the ivc, blood clots, clotting and or occlusion of the ivc, in addition to caval rupture requiring stenting of the ivc, and a percutaneous removal of the filter approximately 14 years after the filter was implanted. The patient further reports lack of energy, lightheadedness, dizziness, bleeding from blood thinners, in addition to mental anguish post implant. The patient did eventually get the ivc filter removed. Removal procedural details were not provided. The patient underwent a medical consultation approximately 14 years after implantation. Per the medical notes, at the time the optease ivc filter was implanted, the patient had unprovoked deep venous thrombosis (dvt) and pulmonary embolism (pe). As per the patient, the filter was to be removed within six weeks but was never removed. The patient had since been on coumadin, and approximately three months prior to the consultation, had recurrent dvts, ivc thrombosis and bilateral leg swelling. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. It was reported that there was perforation of the ivc with injuries to the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Anxiety, swelling of the legs and dizziness do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, blood clots, caval thrombosis, inferior vena cava (ivc) perforation and complex removal. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately thirteen years and six months post implantation. The patient reports perforation of filter strut(s) outside the ivc, filter embedded in wall of the ivc, blood clots, clotting and or occlusion of the ivc, in addition to caval rupture requiring stenting of the ivc, and a percutaneous removal of the filter approximately thirteen years and ten months after the filter was implanted. The patient further asserts to having lack of energy, lightheadedness, dizziness when standing and bending, bleeding excessively from scratches cuts and bumps caused by trauma from taking excessive amounts of blood thinners for clots and stents such as plavix and coumadin, in addition to mental anguish post implant. The patient also stated that the filter was supposed to be removed three months after implantation; however, the patient was unaware of this and was told about it thirteen years later, not by the doctor, but by a physical therapist who knew the patient. The patient did eventually get the ivc filter removed. Removal procedural details were not provided. The patient underwent a medical consultation approximately thirteen years and nine months after implantation. Per consultation notes, at the time the optease ivc filter was implanted, the patient had unprovoked deep venous thrombosis (dvt) and pulmonary embolism (pe). As per the patient, the filter was to be removed within six weeks but was never removed. The patient had since been on coumadin, and approximately three months prior to the consultation, had recurrent dvts, ivc thrombosis and bilateral leg swelling.

Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, blood clots, caval thrombosis, inferior vena cava (ivc) perforation and complex removal. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, blood clots, caval thrombosis, inferior vena cava (ivc) perforation and complex removal. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.